Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the talent occluder device. The exact size of the device is unknown. The brand name ocl12 has been selected for categorisation purposes. Survey results were from an interventional cardiologist in practice using the device for approximately 12 years, who used the device 25 times over that period and 7 times in the last 12 months. During use of the talent occluder, the following complications were encountered:  difficulty inserting and removing the delivery system and misplacement of the device. It was confirmed that none of these complications had occurred in the last 12 months. These complications were noted as not at all concerning by the physician and it was indicated that none of the complication were related to the device itself. Of the above complications (adverse events) reported for talent occluder, some of these are listed as having been reported to medtronic previously. Due to limited information these are included in reporting. No further information was available.